Event description:
Attune legal medical records received ad 30 jun 2022. Medical records ((B)(4) medical records ad 29 jun 2022) reviewed: on (B)(6) 2017, patient received a depuy attune right total knee replacement to address end-stage tri-compartmental arthritis. There were no reported complications, patient tolerated the procedure well. Depuy bone cement was used. On (B)(6) 2022, labs were resulted, indicating that the patient was negative for infection markers, or evidence of aerobic or anaerobic bacteria. On (B)(6) 2022, patient's right knee was revised to address pain and aseptic loosening of the attune tibial base plate at the cement to implant interface. The revising surgeon found that the tibial tray component was grossly loose, completely debonded from the cement mantle, with no bone cement attached to the implant. On the other hand, the cement mantle was well-fixed to the tibial plateau bone. The femur component was well-fixed, but explanted to enable use of a competitor revision knee system. The patella component was found to be well-fixed, tracked appropriately, and was retained. There were no intraoperative complications. Doi: (B)(6) 2017. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.